Manufacturer narrative:
(B)(4). H6: medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the skin. On (B)(6) 2025, it was reported that at 09:51 pm, the patient contacted ilet support reporting that she had to get an emergency because dexcom g7 cgm. The patient explained that she tried to pair the sensor but it said, "sensor failed". The patient is unable to get another sensor, so the ilet agent educated about the bg-run mode-which the patient understood. No other details were documented. Performance data was reviewed. The allegation was not confirmed via data. The probable cause could not be determined post investigation as the allegation was not found. No additional event or patient information is available.